Event description:
It was reported that the patient underwent an initial left knee surgery. Subsequently, the patient tripped and fell and was revised due to varus collapse of the tibial component and pain approximately 3 years post-op. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42542007901 - tibia fixed cemented left size g stem extension use required - (B)(6). 42560007514 - stem extension tapered cemented 14 mm diameter +75 mm length - (B)(6). 42500607001 - femur cemented posterior stabilized (ps) standard left size 11 - (B)(6). 42512601010 - articular surface fixed bearing constrained posterior stabilized (cps) left 10 mm height use with tibia sizes g-h / ps femur sizes 10-12 -(B)(6). G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.